Event description:
The patient was a white male. The patient had a history of hyperlipidemia and hypertension. The patient did not have any previous neuro history. Angiography confirmed an 80% stenosis in an unknown location in the right carotid. Vessel diameter was 4.7mm. The lesion was pre-dilated. The patient had a precise rx 8 x 40mm stent deployed at the target lesion. There was no stent malfunction. Post-procedure stenosis was 10%. A size 6 angioguard rx was used during the procedure. It was successfully deployed and retrieved. There was debris in the basket. There were no technical problems with the angioguard. The day after the procedure the patient had a stroke with sudden onset. The patient made a partial recovery with a major residual. The patient had aphasia. The patient was discharged 4 days later, 5 days post-procedure.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.